Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy (peg) tube. It was reported that the patient experienced redness and purulent discharge from the stoma site. On (B)(6) 2017, the patient was seen in the clinic, a culture was taken from the stoma site. The physician prescribed oral antibiotics cephalex 500 mg 4 times/day for 10 days.